Manufacturer narrative:
(B)(4)

Event description:
Procedure: gastrectomy. According to the reporter: the surgeon was not able to continue the firing after 2 squeezes of the handle. It stopped after reaching 45 mm. Another device was applied with the same result. The surgeon continued the case by creating more narrow (thinner) sleeve.